Event description:
It was reported that during arthroscopic shoulder stabilization, the suture of the qfix anchor snapped. The qfix was deployed as expected, but when the surgeon unwound the sutures at the top of the device, both limbs snapped short. The surgeon managed to complete the procedure despite the very short length available for arthroscopic knot tying. The procedure was completed without surgical delay using the same device, and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H11: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an image evaluation was performed and found three distinct visuals: the first displays the device information, the second shows two separate strings of suture placed on a surgical mat, and the third depicts the surgeon's hands, where two of the three suture ends appear to be shortened to the same length, in contrast to the third end. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that suture strength requirements are specified. A certificate of analysis is required with each shipment verifying suture diameter & knot pull suture strength. The root cause could not be determined since findings cannot lead to a clear cause of the reported event. Factors that may lead to an anchor issue, but are not limited to (1) bone quality. (2) drilled bone hole size; poor bone quality or oversized drilled bone hole can result in damage to the device and device failure. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated.